Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called stating she was changing the infusion set, and she inserted the reservoir into the insulin pump while she was connected and she received about 100 units of insulin. The paramedics were called and the customer was taken to the hospital with low blood glucose and the reading was 49 mg/dl. The customer also stated, she was very distraught when the priming incident occurred due to a death in the family.